Event description:
It was reported that when using the bd pyxis¿ anesthesia station es lgmcormpa1 had previously run on battery power and subsequently would not turn back on. The machine did not make any noise when the power switch was turned on (no clicking or startup sounds). However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the station would not power on. The field service engineer (fse) assisted the customer, who went to inspect the anesthesia station in person. The customer performed troubleshooting steps to restore power; after plugging the unit into a wall outlet and turning on the power switch, the station powered on successfully. The customer reported a power surge that had occurred within the past one to two days, which resulted in stations being removed from rooms and swapped. They also stated that the anesthesia station had experienced power issues previously, even without any recent power surge. The customer was advised to monitor the station for any future power failures. During the remote session, the customer tested the station, and all drawers were detected on the bus. No malfunctions were observed while opening and testing the drawers. The system functioned as intended after fse assisted the customer to resolve the issue.